Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test and motor test. Insulin pump received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump had a cracked case at lcd window corners noted. Insulin pump had a cracked lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a motor error alarm and physical damage on the insulin pump. The customer blood glucose level was 112 mg/dl. The insulin pump has couple of cracks on it. The customer stated that she doesn't use sensor and they are unable to complete the rewind sequence of the insulin pump. The troubleshooting was performed. The customer was advised to discontinued the use of the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will be replaced. No further information was reported.